Manufacturer narrative:
The device was returned to olympus for eval. A physical eval was performed on the device. The biopsy channel, suction channel, suction port and the air/water cylinder port were inspected using a small diameter baroscope and no residue or debris was found. The device had tear marks throughout the whole biopsy channel wall, which could happen when an open or broken forceps was inserted inside the channel. In addition, the bending section cover and glue were peeling. The device was recommended for major repair. The user's experience cannot be conclusively determined; however, the reprocessing practices could not be ruled out as a contributory factor to the reported event.

Event description:
Olympus was informed that a gastroscope was cultured as part of the user facility's surveillance testing. The gastroscope was reprocessed in a medivators dsd edge with rapicide prior to conducting the tests. The test results indicated that the suction channel of the gastroscope tested positive for klebsiella pneumoniae and 5 colonies of coagulase-negative staphylococcus (cns). In addition, the air/water channel of the gastroscope tested positive for numerous cns. There was no pt infection associated with this report. The user facility had a reprocessing in-service last month and is in the process of implementing changes to their reprocessing process. Microbiological testing by a third party lab was offered to the user facility. The user facility declined as the scope tested positive for microorganisms twice with the same results.